Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400 complaint of alarm 1870 was revealed in the event log and during testing when pump opened. This was caused by seized motor. Reported by customer that the case is damaged, however the it was reported by sme that device was in good condition. Action was taken to replace the seized motor. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400. Summary in h10.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870 and had a damaged case. No patient was involved in this event. No adverse effects were reported.